Event description:
The pt's grandmother reported on (B)(6) 2013 at 7:53 pm her grandson activated a new pod and his blood glucose result was 112 mg/dl. At 9:36 pm he ate total of 45 grams of carbohydrates and administered a meal bolus of 7.95 units insulin. The emergency medical technician was called (advised by pt's doctor) and upon their arrival they were unable to get a bg reading so he was rush to the emergency room. The pod removed and he was given some food (amount was not provided) to bring his bg level up. She did not provide any further info regarding the ER visit or his treatment.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and ER visited. Qualification records were reviewed and the product lot met all acceptance criteria.